Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss was not able to duplicate or confirm the flickering monitor. During inspection of the laser system, the fss found the galvo block had a strong noise with a bad sidecut. To resolve the galvo block issue found during testing, the galvo block was replaced. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the surgical monitor was flickering sporadic. During inspection of the laser system, an amo field service specialist found the galvo block had a strong noise creating a bad sidecut. No patient injury reported.

Manufacturer narrative:
Additional information: a document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Probable cause for the mechanical failure is wear and tear. All pertinent information available to abbott medical optics has been submitted.